Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information indicates that the dislodgement was confirmed via x-ray. Loss of capture and change in impedance were noted. This lv lead was explanted and replaced. No additional adverse patient effects were reported.